Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 15 log entries between the 25th november 2009 and performed to specification up to the 10th november 2013. The device failed a self-test due to a low battery on the 17th november 2013, an increase in voltage on the 19th november 2013 suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups, some of 10 minutes duration were observed in the device memory between the 26th november 2014 and the 15th february 2016. The user accessible memory was erased prior to the 3rd february 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.